Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet unknown sternalock ez plate catalog#: unk lot #: unk; zimmer biomet unknown sternalock ez screw catalog#: unk lot #: unk quantity: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a CABG procedure approximately one month ago. Postoperatively, the patient reported several coughing fits. Five days after surgery, clicking was noted in the patient's sternum and the patient was brought back to the or where it was found that the wires and screws pulled through on the left lateral side separating off midway through the top plate. The bottom plate was removed, and an additional plate and wire were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.